Event description:
A report was received that a patient was experiencing a jolting sensation every time his external device was used. The patient reports that this began to happen after being involved in a car accident. The patient's physician assessed that the patient was being shocked in the paresthesia location and about five inches above the ipg pocket site. An exploratory surgery was performed during which the ipg was determined to be the source of the shocks. The patient's physician decided to replace the ipg. The patient is no longer feeling shocks and is reportedly doing well.